Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable connector broke off when disconnecting from device.

Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The connecter collar on one end of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The extension cable was returned with the broken connector collar piece. No other failures were observed. The device was evaluated for connector function. The broken connector collar piece was placed onto the extension cable. The cable was not able to provide a secure connection that connected and disconnected without incident. Based upon the evaluation results, the reported failure mode ¿break; cord¿ is confirmed.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable connector broke off when disconnecting from device.